Manufacturer narrative:
Other applicable components are: product ID 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that there was a loss or change of therapy. The patient had been wetting himself badly. He would wet himself mostly during the night time but also during the day as well. It was noted that therapy was on. The patient confirmed that they were able to use the antenna to connect and get the therapy screen. The patient was currently on program 2 at 4.4v. They saw the poor communication screen when trying to increase stimulation. They tried to connect again with the antenna but kept seeing the poor communication screen. She kept seeing the poor communication screen without the antenna as well. The patient programmer (pp) would not work with either antenna. The loss of therapeutic effect started 4 days prior on (B)(6) 2016 and the poor communication with and without the antenna started on the day of the report, (B)(6) 2016. The patient later reported that they received the replacement and was able to use the programmer to increase stimulation to 4.7, which was comfortable. The patient would continue to track symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.